Manufacturer narrative:
(B)(4). Additional information: the device was returned in good physical condition. The tissue pad of the device was in good physical condition. There were no anomalies noted with the functionality of the device. The device was tested with a generator and was functional; in addition, the device activated with both max and min buttons. It could not be determined why the device reportedly that there was white material spitting from jaws during activation. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Event description:
It was reported that during a lap adrenalectomy there was white material spitting from jaws during activation. Half of the compression pad is missing. Piece was retrieved. When problem was noticed, swapped device for like product. Noticed problem within 5 minutes of use. No patient consequences reported.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). The device was not received for analysis; therefore, the complaint could not be confirmed. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.